Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question and determined that the forward antigen test well was visually positive, and the reverse typing test well in question visually showed an unexpected negative reaction, which was consistent with the overall erroneous instrument abo blood type output. An immucor field service engineer visited the customer site on (B)(6) 2016 and determined that the testing instrument was operating as expected. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also tested a blood sample that had been returned from the customer site on (B)(6) 2016 which tested as an abo ntd outcome. This returned blood sample was also tested against the retention lot of the anti-b, and an expected negative outcome was obtained. The immucor laboratory could not reproduce the customer's site testing outcome.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using anti-b (murine monoclonal) series 3 on a galileo instrument.